Manufacturer narrative:
A review of the device history record was performed and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. The stent system was returned along with the rotating hemostatis valve (rhv). Analysis of the delivery system showed the outer body compressed in several places along the proximal, middle and distal shaft. The inner body's bumper marker was protruding through the outer body's distal tip marker. Blood was noted in the inner body and outer body. Friction was felt when the inner body was being pushed within the outer body. The inner body was removed from the outer body and found to be kinked in several places along its length. The stent was remains implanted so was not returned. No other anomalies were noted. The root cause of premature deployment during use cannot be determined. Identified causes are: failure of the user to sufficiently tighten the rhv securing the inner and outer body; using the inner body to advance the system, and/or excessive interference between the guidewire and stent. Additional information confirmed that the patient's anatomy was tortuous and that stent likely deployed due to the inner body moving independently of the outer body. The excessive tortuosity of the anatomy led to friction build up in the system causing the user to have to advance the system with force inadvertently advancing the inner body independently of the outer body. As this is considered an anatomical factor, a root cause classification of operational context has been assigned to this complaint.

Event description:
It was reported during procedure the stent prematurely deployed as the stent was advanced over the guidewire. The patient is reported to be in stable condition. No further information was reported.

Event description:
It was reported during procedure the stent prematurely deployed as the stent was advanced over the guidewire. The patient is reported to be in stable condition. No further information was reported.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that the device was prepared per the directions for use, continuous flush was maintained and the patient had a tortuous anatomy. In addition, the physician stated that the stabilizer had moved without pushing it.